Event description:
This is a report from a caregiver (cg) with supplemental information from the peritoneal dialysis nurse (pdn) of a home patient's (hp) death. The patient's husband reported that on an unreported date in 2008, the patient started on peritoneal dialysis (pd) with dianeal pd2 ambuflex, total fill volume 10,000 ml (2000 ml every exchange, 5 cycles ), intraperitoneally (ip) for end-stage renal failure. During a follow up call to the pdn, by baxter global pharmacovigilance, the following information was received. On an initially unreported date, the patient fell down at home and stopped breathing. It was not reported what caused the patient to stop breathing or to fall down. An ambulance was called and the paramedics attempted to revive the patient. The patient was taken to the hospital were the patient was intubated and died. On (B)(6) 2011, baxter product surveillance (ps) made a follow up call to the patient's pdn; it was reported that the patient's death occurred on (B)(6) 2011. The primary cause of death was cardiac arrest. The secondary cause of death was hyperglycemia. The pdn verified the hp did not experience an overfill within 48 hours of the death. The pdn stated that on (B)(6) 2011, just prior to (B)(6), the patient was sitting at home visiting with her husband. Everything seemed fine and the patient excused herself to go into the kitchen and something happened on the way. The pdn stated she believes the patient fell. The patient was taken to the hospital and she died the next day. The pdn verified there was no causal relationship between the patient's death and the patient's pd therapy. There was no allegation against a baxter product. Concomitant medications were not reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the baxter product analysis laboratory (pal). The device was determined to meet functional and electrical performance specification requirements per returned instrument test evaluation (rite) . The device passed both the homechoice rite electrical test and the rite functional test. Review of the device logs revealed 4 drain volumes meeting increased intra-peritoneal volume (iipv) criteria; (B)(4) 2011 (manufacturer report 1423500-2011-10873), (B)(4) 2011 (manufacturer report 1423500-2011-10877), (B)(4) 2011 (manufacturer report 1423500-2011-10876) and (B)(4) 2011 (manufacturer report 1423500-2011-10874). The pal evaluated the device and no device failure or malfunction was identified that could have caused or contributed to patient passing away or the 4 iipvs found in the device logs. The assignable cause of patient passing away was undetermined via device evaluation. Additional investigation of iipv events is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by the baxter product analysis lab for evaluation. Upon completion of the evaluation, or if additional information is received , a follow up report will be submitted.